Event description:
It was reported that ge panda warmer with masimo upgrade kit had difficulty with obtaining readings for spo2 and pulse rate. No known pt impact was reported.

Manufacturer narrative:
Attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.